Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) had a pressure issue. There was no patient involvement or harm reported. A getinge field service engineer (fse) evaluated the unit. Upon checking the unit the fse found that there was no issue with the machine. The unit passed all necessary tests and the fse checked all the function and the unit was working ok. The fse observed the machine for 24 hours on the trainer and no issue was found.